Event description:
Report received from the USA stating the device was making "overheating," discovered during the cleaning process after the surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).